Event description:
Dealer alleged that the end user pushed handles down to break and sat down. The handles popped out of break and did not hold which resulted in the end user falling to the floor when the rollator came out from under her.